Event description:
Additional information received from a reporter for a report number #mw5155988 on 6/17/2024. Dexcom g6 sensor inaccuracy: 6:57am g6 reading 95, finger stick reading is 124. That is a mard of 23.4%, which is outside the allowed 20% range. Dexcom g6 sensor error > 3 hours. Replaced this sensor.

Event description:
Dexcom g6 sensor inaccuracy: 7:47 pm g6 reading 193, finger stick reading is 145. That is a mard of 33.1%. Dexcom g6 sensor inaccuracy: 10:49pm g6 reading 111, finger stick reading is 153. That is a mard of 27.5%, which is outside the allowed 20% range. Lot # 5345748 - inserted (B)(6) 2024, serial # (B)(6) - activated on (B)(6) 2024.

Event description:
Additional information received from a reporter for a report number #mw5155988 on 6/12/2024. Dexcom g6 sensor inaccuracy: 8:41 am g6 reading 170, finger stick reading is 133. That is a mard of 27.8%, which is outside the allowed 20% range.

Event description:
Additional information received from a reporter for a report number #mw5155988 on 6/13/2024. Dexcom g6 sensor inaccuracy: 8:27am g6 reading 112, finger stick reading is 147. That is a mard of 23.8%, which is outside of the allowed 20% range.

Event description:
Additional information received on june 14, 2024 for report number mw5155988: dexcom g6 sensor inaccuracy: 3:43 pm g6 reading 99, finger stick reading is 72. That is a mard of 27.3 %, which is outside the "allowed" 20% range.